Manufacturer narrative:
E2015054. (B)(4). Two complaints were received during this report period. Of these, 1 was determined to be misapplication. One was determined to be the result of manufacturing error. Both reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 2 malfunction events which are associated with any unintended sound which emanates from a device (for example, squeaking from two parts rubbing together or buzzing sounds from electrical components). These reports were received from various sources. Patient information was not confirmed for either event.